Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Nalysis found that there were no significant anomalies with the pump. There was o-ring wear found on the pump motor. Eval code-conlusion 71 now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving clonidine,bupivacaine, and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain and degenerative disc disease. A pump was received for analysis on 2014-oct-24. It was indicated that the pump was used within the patient and the intended use of the device was treatment. The event was reported as replacement due to elective replacement indicator (eri) with no patient injury or death. It was noted that the patient recovered without sequela after the device was removed. No rotor or dye study was performed. No symptoms or complications were reported. Additional information was received from a consumer on 2017-apr-26. It was reported that the patient had a defective pump in 2014. The patient had two mris (magnetic resonance imaging) that were related to the device and therapy. It was indicated that they had to replace the pump and the catheter was not replaced. No further complications were reported or anticipated.